Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken on torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break, more than 7lbs of tensile force was applied to the feeding tubes. It is unclear how there types of forces could be applied to the tube during clinical use.

Event description:
Event desc: the weighted end had broken off and was excreted with stool.